Event description:
It was reported that during a sigmoidectomy procedure, after the first firing, it was found that some staples were remained in the staple pockets. The deployed staples were formed properly. Reinforcement product was not used. Additional suture was performed. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional follow up: the device fully cut and all staples were deployed. But the deployed staples where in clamping the tissue were unformed.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.